Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that when attempting to implant this right ventricular (rv) lead at the first position high pacing thresholds were seen. This rv lead was placed into several different positions, but it was not possible to measure the sensing or pacing threshold with the pacing system analyzer (psa) and noise resulting in loss of capture and asystole was noted. The patient was pacemaker dependent. A possible helix issue was suspected. This rv lead was not implanted and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection [noted the helix was retracted and dried blood/tissue was present around the helix. Detailed analysis confirmed that the cathode conductor coil was fractured at the terminal pin. Microscopic analysis confirmed that the lead became fractured due to torsional overstress. A laboratory technician tested the helix mechanism and found it was nonfunctional, replicating the clinical observation. Based upon the clinical observations and the laboratory findings, we believe the conductor coil became fractured during attempts to extend/retract the helix.